Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard/davol composix e/x (device 2). An additional supplemental emdr was submitted to represent the bard/davol composix e/x (device 1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2024 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1 and 2). Per op notes, ¿the hernia was identified in the epigastric area and the omentum was partially reduced. Adhesions between the small bowel and hernia sac were lysed. Small bowel adherent to the anterior abdominal wall were lysed. A composix e/x mesh (device 1) was placed along the anterior abdominal wall and secured with tacker. A composix e/x mesh (device 2) was placed into the peritoneal cavity in the identical configuration and secured to the anterior abdominal wall with tacker.¿ (B)(6) 2008 - patient was diagnosed with infected mesh and recurrent incisional hernia thereby underwent open repair with excision of composix e/x mesh (device 1 and 2) and implant of biological patch. Per op notes, ¿dense adhesions and the border of the mesh were identified in the left side of the abdomen. The abscess cavity between the fascia and the mesh was noted. A large amount of feculent and foul-smelling fluid as well as blood was obtained and the area was irrigated out. A large mesh was identified on the right side of the abdomen. There was a large abscess cavity. A small bowel and omental adhesions to the mesh were lysed. The mesh was completely removed from the loop of bowel. A small fistulous opening was noted and repaired with sutures. Noted weakness to the fascia with fascial defects near the umbilicus and right lower quadrant. A biological patch was placed and secured with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic converted to open repair with implant of synthetic mesh. Per op notes, ¿a small defect within the fascia was identified. The small bowel, omentum and colon was adherent into the larger hernia defect and freed off. A synthetic mesh was placed in the fascial defects and secured with sutures.¿